Event description:
Social worker called for customer about the readings from the device. Troubleshooting by phone showed that the device was reading low on the calibration strip. The device was replaced and the defective one returned for investigation.